Event description:
It was reported that during a partial gastrectomy procedure, the jaws on the device are not aligning properly. The device was used a couple of times in the case and the jaws were noticed to not be aligned. The device was not reprocessed. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad partially detached. The device was connected to a test handpiece and generator and the device activated when functionally tested.. The clamp opened and closed; no misalignment was noted between the distal tip of the blade and the clamp arm when it was closed. Based on the condition of the tissue pad, a possible cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The partially detached tissue pad is not related to the reported issue of jaws not aligning properly.